Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states their level was in the 400mg/dl range. The customer state shaving noticed bent cannulas and was concerned over the high levels. The customer was assisted with changing out their set and advised of ways to prevent bent cannulas. The customer also mentioned leaking out of the insertion sites. The customer declined to be transferred to the help line to troubleshoot. No further assistance was provided.